Event description:
The bolt sheared off when placing in patient's head. Another bolt was used and it worked fine. The broken bolt is not removed due to the patient's condition. Additional information was requested from the user facility.